Manufacturer narrative:
Correction: d5. Product event summary: the hvad pump and controller were not returned for evaluation. Review of the log files associated with the controller revealed nine reactivation events logged on (B)(6) 2019 starting at 10:31:34 and two electrical fault alarms logged since 10:32:06 due to an over current condition on the front stator, resulting in the pump running on the rear stator only. Six high watt alarms were logged on (B)(6) 2019 starting at 10:31:40; the high watt alarms are indicative of the increased power consumption associated with the pump running on a single stator. One additional high watt alarm had been logged on (B)(6) 2019 at 04:10:44 while the pump was running on dual stators. As a result, the reported event was confirmed. Based on the risk documentation and review of similar events, a possible root cause of the single stator operation, electrical fault alarms, and associated high watt alarms may be attributed, but not limited, to damage to the driveline wires and/or connector(s). Based on risk documentation, multiple factors may have contributed to the high power event on (B)(6) 2019, including but not limited to thrombus formation/ingestion and/or high flows. Additional products: d4: serial #: (B)(6). D10: no h3: yes h5: no h6: patient code(s): c76143 h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system -controller 2.0. Model #: 1407ca / catalog #: 1407ca / expiration date: 2019-07-31/ serial#: (B)(4). UDI #: (B)(4). Mfg date: 2018-07-05. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had power consumption above normal and electrical faults. The patient's ventricular assist device (vad) was running on a single stator. The patient's pump and controller remains in use. No patient complications have been reported as a result of this event.